Manufacturer narrative:
(B)(4) concomitant medical products: patient medications include amlodipine, lisinopril, pravastatin, allopurinol, jakafa, vitamin b12, and colase. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent secondary intervention to treat a proximal type I endoleak. An excluder&#59393;aortic extender component (pxa280300/10974430) was implanted for 2-3 mm of proximal extension. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2016, a sonogram reportedly revealed a persistent proximal type I endoleak. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby an additional aortic extender component was implanted proximally, and a 5mm x 59mm icast stent was employed as a snorkel to preserve the patency of the lower right renal artery. Final angiography showed resolution of the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Date of device implant is (B)(6) 2015.